Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump exhibited a no disposable alarm. Per reporter there was 10.2 ml remaining for pump infusion. No adverse patient effects were reported. No additional information is available at this time.